Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.